Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements on the right ventricular (rv) lead, measuring greater than 125 ohms. Boston scientific technical services (ts) discussed that this is a single coil lead, therefore, smaller surface area which results in higher impedances. Ts recommended increasing the out of range limit to 150 ohms and re-evaluating if the impedances cross that thresholds. The physician elected to continue to monitor the patient and ICD system. This ICD system remains in service. No adverse patient effects were reported.